Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, bisphosphonate treatment, compromised immune resistance, drug or alcohol abuse, smoker, periodontal disease, bone resorption, abscess, bleeding, inflammation.